Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse returned to the patient's room to check on the blood transfusion to find blood "spurting" in a fine mist from where the two lumens (saline and blood lumen) connect together into the drip chamber. There was no patient harm.